Manufacturer narrative:
A trend has not been noted for tss or string-broke for sport super unscented.

Event description:
Consumer stated that the string came off of the tampon when she went to remove it. Consumer stated that she recalled removing a tampon but did not realize it may not have been fully expelled. Consumer stated that she continued to use additional tampons following that date. Consumer stated that her last day of menstrual cycle was on (B)(6) 2025. Consumer stated that on (B)(6) 2025 she had an onset of flu-like symptoms including fever and body aches. Consumer stated that on (B)(6) 2025, she called out of work due to illness. Consumer stated that on (B)(6) 2025 she presented to urgent care with no diagnosis confirmed but was prescribed broad-spectrum antibiotics (penicillin). Consumer stated that she refused to take medication since there was no diagnosis. Consumer stated that she administered over-the-counter medications: dayquil and nyquil for the next few days. Consumer stated that she received a follow-up call on (B)(6) 2025 from urgent care to check on consumer. Consumer stated that she mentioned to them that she was still feeling ill and would be going to the hospital. Consumer stated that on (B)(6) 2025, she presented to the emergency department and there was still no diagnosis at this time. Consumer stated that she was admitted to the hospital for further testing. Consumer stated that on (B)(6) 2025 she received IV fluids and there was still no diagnosis at this time. Consumer stated that her mother who accompanied her mentioned potentially toxic shock syndrome since she had just finisher her period and she uses tampons. Consumer stated that a gynecological exam with speculum was conducted, but no tampon was found at this time. Consumer stated that on (B)(6) 2025 at 1am she was discharged from the hospital. Consumer stated that following discharge, she experienced persistent vaginal odor described as "chemical" or "sewage-like". Consumer stated she called her gynecologist office but did not have an available appointment until (B)(6) 2025. Consumer stated that she went to appointment on (B)(6) 2025 and during the appointment, her gynecologist performed a vaginal exam and found no tampon, however the gynecologist decided to use a larger speculum and that was when a tampon was located. Consumer stated that the tampon was removed at this time. Consumer stated that her gynecologist recommended vaginal douche and prescribed metronidazole. Consumer stated that she completed 4 days out of the 12 day course that was prescribed. Consumer stated that her gynecologist informed her to stop using after 4 days. Consumer stated that as of (B)(6) 2025, she feels well and that the odor was resolved.